Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that intra-operatively, it was impossible to impact the roi-c anchoring plates due to patient having too strong bone. Other anchors were used to complete the surgery and there was no impact to the patient.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. The device was not returned and no photos were provided, so an evaluation is unable to be performed. This event likely cannot be attributed to manufacturing or design related issues. The complaint is unrefuted for roi-c anchoring plate for the failure of difficult to insert. A definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that intra-operatively, it was impossible to impact the roi-c anchoring plates due to patient having too strong bone. Other anchors were used to complete the surgery and there was no impact to the patient.